Event description:
Patient presented to office after recurrent dislocation for surgery revised with tritanium cup.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 46-49 acetabular component. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.